Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: the idrive blade attempted to advance, made a funny noise and then faild to fire. Reinforcement material used? Yes - seamguard.

Manufacturer narrative:
(B)(4)